Manufacturer narrative:
B5 updated with additional information. D4 revised.

Event description:
The hemolysis did not resolve and the patient did not receive blood products. Unfortunately, the device was discarded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 64 year old male patient who had been admitted in with known cardiomyopathy and an in-community collapse, presenting in scai stage e shock. The patient was administered CPR and coded. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to the pump insertion. Upon pump insertion the patient was transferred to the tertiary center. When transferred the cardiology team performed imaging and repositioned the pump, and called for labs. The labs hemolyzed and team diagnosed hemolysis. Scant amounts of urine was being made. The patient is being monitored and p level adjustment may take place to further troubleshoot the hemolysis. The pump remains on for support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned.

Manufacturer narrative:
This report is being submitted to correct b1, b2, b5, h11 and h6 captured under the initial report. Upon further review, the report type and event description have been updated accordingly to accurately reflect the appropriate reportable event category based on the new information. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in d6b based on the new information received.

Event description:
Updated clinical narrative: the medical team has forwarded updates regarding the patient's outcome. After just under 2 days of support the patient expired when care was withdrawn. The death is conservatively being reported on the cp due to the inability to conclusively dissociate the product from the patient outcome. Prior to the care withdrawl the pump had functioned as expected, p-4 with 2.5l/min flow with d5w with sodium bicarbonate in the purge solution.